Event description:
It was reported that following a- flutter left side procedure, during recovery, the patient developed hypotension due to cardiac tamponade requiring pericardial window. With continued bleeding into the pericardial space, open heart surgery was performed and a puncture in the right ventricle was sutured closed. At the time of the call, the patient was in stable condition in the hospital. The physician thinks that the soundstar catheter contributed to the injury.

Manufacturer narrative:
The concomitant products: carto 3 model # m-4800-01 serial # (B)(4). Stockert model # m-5463-01 serial # (B)(4). Coolflow pump model # m-5491-02 serial # (B)(4). Ez steer thermocool nav 4mm model# d-1292-04-s lot # unknown. (B)(4).